Event description:
The customer reported that they received a "plasma line contamination" alarm during a therapeutic plasma exchange procedure. Two hundred twenty seven milliliters of replacement fluid was used. The attending physician was notified. The pt was doing fine post-procedure. The pre-samples taken were not hemolyzed. The physician rescheduled the treatment for (B)(6) 2012. The customer refused the request for pt info. The disposable set is unavailable for eval because the customer discarded it. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide corrected expiration date in and occupation. The device history record was reviewed. Nothing was found that was related to this event. Investigation: the disposable set was unavailable for return and investigation. A service call was placed for the machine. The machine checkout was completed with no problems found. The fluids used were acd-a, normal saline, and 5% albumin. The albumin had been diluted from 25% to 5% by the pharmacy. Root cause: based on the information received from the customer and the service call, it is possible that the pharmacy diluted the albumin with a non-isotonic solution, which lead to the hemolysis of the red cells. However, without the return of the disposable set, a manufacturing error cannot be ruled out.